Event description:
The customer obtained a falsely elevated vitros iga result on a single patient sample on a vitros 5600 analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated vitros iga result was not reported outside the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined that a falsely elevated vitros iga result occurred on their 5600 analyzer on a single patient sample. The investigation found no indication that the vitros 5600 system or the vitros iga reagent in use was not performing as intended. It is unknown if the customer follows the sample tube manufacturer's recommendations for processing samples. The root cause of the event is unknown.